Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.4 inr/3.3 inr. Caller states that the doctor took the lab results and held the coumadin dose for one day. No other actions were reported taken or treatment received. No adverse event reported.

Manufacturer narrative:
The caller thinks the patient's weight is "around (B)(6)".